Event description:
It was reported that the patient presented in a hospital after receiving inappropriate shocks and diaphragmatic and phrenic stimulation was also observed. An x-ray examination revealed the right ventricular and atrial leads was dislodged. Twiddler's syndrome was suspected to be the cause of the dislodgement. The rv lead was explanted and replaced. The atrial lead was removed. The patient is in stable condition following the procedure. Related manufacturer report number---2938836-2017-24292.